Event description:
It was reported that the lesion was located in the moderately calcified, distal right coronary artery that was 90% stenosed. After advancement of a balance middleweight (bmw) guide wire to the lesion, the lesion was pre-dilated with a 2.0x15 mm voyager balloon. A 3.0x33 mm multilink zeta was deployed at the lesion; however, post-deployment a dissection was observed to have occurred. A 3.0x15 mm multilink zeta was placed overlapping the distal end of the deployed stent for treatment of the dissection, and post-dilatation was performed successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw. Guide catheter: ebu 3.5 (6f). There was no reported product deficiency. The reported dissection is listed in the zeta instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.